Event description:
It was reported by a customer complaint that the cannula of the infusion set became detached from the base and remained within the body at the insertion site. The report stated that the pt performed a site change in 2007. When the site was removed, it was noted that the cannula was missing, it could not be seen coming out of the skin nor was it in any way attached to the plastic base. A doctor was able to surgically remove the cannula four days later.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.